Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was 600 mg/dl. The customer mentioned that they had insulin and syringes to treat with if necessary. The customer stated that the device was fallen to the ground after sitting down. The customer stated that the battery cap is very loose. The customer stated that this is a second occurrence of the off no power with a low battery warning. The customer was advised that the device would be replaced. The customer was advised that they may continue to wear the device until replacement arrives. The customer's husband is driving the patient to the hospital.